Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining standard femoral component right size 10 catalog #: 42508606802, lot #: 65754645, persona medial congruent articular surface right 11mm catalog #: 42522100811, lot #: 66084835, nexgen trabecular metal standard primary patella catalog #: 00587806541, lot #: 66068260. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the surgeon implanted a cemented tibial tray without cement while under the impression that the device was a press-fit implant. The error was not identified until after implantation, but the surgeon did not opt to revise the implant at that time. Subsequently, the patient was revised approximately five (5) months later to address pain and loosening. During the procedure, the tibial component was noted to be loose with no cement on the cemented tray. The femoral component was also identified to be loose with no bone ingrowth. All components were revised without complication. Initial operative notes noted no intraoperative complications and the patient tolerated the procedure well. Revision operative notes noted that both the tibial and femoral components were loose. All components were revised and no intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h10, h11. The following sections were corrected: e1.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review and medical records provided confirmed that the cemented tibial component was implanted without cement and later revised due to loosening. The device history records were reviewed and no discrepancies were identified. Per the instructions for use "porous coated components may be used cemented or uncemented (biological fixation), except for the persona osseoti keel tibia which is for uncemented use only. All other femoral, tibial baseplate and all-polyethylene (uhmwpe and vehxpe) patella components are indicated for cemented use only." Therefore, the root cause is attributed to failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.